Event description:
It was reported that the pt had inadequate pain relief. The pump volume was checked at refill in 2008, and a discrepancy was found. The expected reservoir volume was 8.7 mls; the actual volume was 26 mls. The hcp performed a rotor study (date not reported) and the rollers only turned 20 degrees. An x-ray was done (date not reported) and the catheter was not broken or displaced. The pump was replaced. The pump was used to deliver morphine. The pt outcome was reported as "no injury".